Event description:
The customer reported that on (B)(6) 2011 an initial and repeat "no value" hybritech prostate specific antigen (psa) result with an indeterminate (ind) instrument flag was generated on a synchron lxi 725 system for one patient sample. Erroneous results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not supply sample preparation or handling information, instrument system check information or quality control results. The s0 calibrator relative light units (rlus) at the time of the event were approximately 2.5 times higher than in-house quality control release data. The customer was advised to re-calibrate the instrument and repeat the patient's sample. Repeat results were not supplied.

Manufacturer narrative:
No service was dispatched for this event. A definitive root cause has not been determined to date.